Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "when the nurse was opening the outer sterilization pack, she noticed the broken inner and outer packs and no buffer material. Therefore, the surgeon used a spare product instead of it."